Event description:
It was reported by the customer that a pyxis medstation es system had a patient information was not crossing over mutiple station. The customer reported that there was a delay occurred due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient information was not crossing. A technical support specialist confirmed that the issue was resolved by another engineer while the server was being rebooted. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm production server w/sql lic.